Event description:
It was reported that the patient presented for an implant procedure. It was noted that the right atrial lead failed to capture and the stylet failed to advance to the distal end of the lead. The lead was not used and replaced during procedure. The patient was stable.

Manufacturer narrative:
The reported events of j stylet could not insert and failure to capture were not confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged blood/tissue. The lead was evaluated with the j stylet and did not find any restriction/obstruction. Visual inspection, x-ray examination and electrical test were normal with no anomalies found.